Event description:
It was reported that during port placement, the device labeling of the package is allegedly different. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: the device history record review was performed for the reported lot number and this lot meets all release criteria. The manufacturing review did not indicate any possible manufacturing issue that could be related to the reported event. Investigation summary: the device was not returned for evaluation, however, two electronic photos were provided for review. The first photo shows the label copy of the powerport. The lot number in the label was redu1678. The name of the product in german language indicates "implantable powerport* isp m.r.I.*- port with open seam holes with connectable, terminally open, single-luminous 8 f chronoflex* polyurethane catheter". The second photo shows the label copy of the powerport. The lot number in the label was redw2783. The name of the product in german language indicates "powerport¿ isp m.r.I.¿ implantable port without seam connections with mountable chronoflex open on both sides® polyurethane lumen venous catheter, 8 charr". No other anomalies were noted. Both the provided label copy photos were compared with their corresponding artwork files and no deviations were found. Although the two labels provided were identified to be different, the investigation is unconfirmed for a mislabeling issue. As no deviations between the labeling associated with both lots in the photos and their respective artwork files were identified, it is likely that the reported differences between the two labels is a result of a change in the artwork used for this product catalog number. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4(expiry date: 04/2021),g4. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during port placement, the device allegedly had mislabeling issue. There was no reported patient injury.

Manufacturer narrative:
H10: as the lot number for the device was provided, a manufacturing review will be performed. The sample was not returned to the manufacturer for inspection/evaluation; however, photos have been provided. The investigation of the reported event is currently underway. H10: d4 expiry date (04/2021), d4 (lot number), g4 h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
As the lot number for the device was not provided, a review of the device history records could not be performed. The device has not been returned to the manufacturer for evaluation, however photos have been provided. The investigation of the reported event is currently underway.

Event description:
It was reported that during port placement, the device allegedly had mislabeling issue. There was no reported patient injury.